Event description:
On january 28, 2010, a doctor reported that a crown placed with maxcem elite cement delaminated in a patient. This is the second of three incidents.

Manufacturer narrative:
A doctor reported that a crown that had been placed using maxcem eilte had delaminated in a patient. The patient is doing fine and has returned to the doctor's office to have a new crown placed. A retain sample was initially evaluated for adhesive strength and was found to be within product specifications. When the actual product involved in the incident was returned to kerr corporation, it too was evaluated for adhesive strength and was also found to be within product specifications. This is the final report.